Manufacturer narrative:
(B)(4). Technical support engineer troubleshot this issue with the customer over the phone. The customer was advice to replace the liquid crystal display (lcd) panel.

Event description:
It was reported that the ventilator lower screens has lines. There was no patient connected to the device.

Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) verified the event and replaced the graphical user interface (gui) printed circuit board (pcb) with backlight inverter printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.